Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the team unable to confirm the customer experience as no photo and no sample returned for evaluation. End user risk assessment as per p-eura (B)(4), severity for stopper separation from plunger is negligible (s1) occurrence rate = ((B)(4)) x1,000,000 = (B)(4) = 1.0 ipm, which is improbable (o1) the risk is acceptable per (B)(4). Root cause description: root cause could not be determined as no photos and samples returned for investigation. If samples are received in the future, the complaint will be re-opened and re-investigated. Rationale: the complaint will continue to be tracked and monitored.

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics stopper separated from the plunger. The following information was provided by the initial reporter: "insulin was extracted to prepare the solution. After opening the packaged, it was found that stopper separation from plunger and could not be used. "